Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. Once the device is received and evaluated, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a loop of the last medtronic coil migrated into the distal anterior communicating artery (aca) after it was implanted. The patient was clinically assessed and doing well without any deficit. The patient was undergoing embolization treatment of a ruptured amorphous aneurysm measuring 3.2mm x 3mm located in the anterior communicating artery. The patient¿s vasculature was normal in tortuosity and the blood flow was also normal.